Event description:
Patient presented to the physician with a keloid at the chest incision site and loose ipg causing pain in the pocket. Physician brought the patient into the or and created a new pocket and closed.